Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 24 mg/dl at the time of the incident. The customer was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated the pump did not alarm when they went low. The customer stated their trainer had changed their pump settings. Troubleshooting was not completed as this was a past event. The customer has been hospitalized 3 other times due to low blood glucose on (B)(6) 2018. The insulin pump will not be returned for analysis.